Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27478. It was reported that the atrial lead exhibited noise and the left ventricle lead exhibited diaphragmatic stimulation. Both the atrial lead and left ventricle lead were capped and replaced on (B)(6) 2021. Patient was stable.